Manufacturer narrative:
(B)(4). Date sent; 5/1/2024. D4: batch # 540c94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and along with two tr45w (b and c) reloads inside a plastic bag. The returned reloads were partially fired 1/2. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 540c94, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hepatectomy, the device could not be fired at 1st firing due to hard to grip. It was used on hepatic vein. The cartridge color was white. The cartridge was replaced, however the same problem occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.